Manufacturer narrative:
Other applicable components are: product ID: 8709, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 22-oct-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient had a second catheter that continually got caught on the side of the spine. It was left there by a healthcare provider (hcp) who the patient was his last patient prior to retirement. Per the patient, the hcp did not care what it would do to her. She screams when it got caught. She needed a hcp who would only remove the catheter and not the whole system. There were no further complications reported at this time. Additional information received from a consumer reported the patient's catheter was neglected to be removed during a pump replacement surgery in 2006. It was noted the catheter being left inside of them has caused a lot of problems. The catheter would get stuck on an angle and the patient would need to use three pillows on top of each other while moving their body to get the catheter to go up and down. The patient was sad and would have to put up with the pain until a doctor wanted to remove it. Additional information was received from a consumer. It was reported that when one hcp changed the concentration, the patient saw on an x-ray the second catheter was "side of the one attached to my pump." The patient could see "the gook from the pump" going on both of them. The patient was on narcotics along with the pump. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the patient was seen on (B)(6) 2018 for a pump refill. The hcp had no concern with the pump or catheter function at the time, but the patient could feel their old tied off catheter moving up and down. They believed any issues the patient was having had nothing to do with the current catheter or pump. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the pump was used to deliver morphine 10mg/ml. The patient further stated that after 2013 she could feel both catheters side by side. The patient used 3 pillows on top of her and straightens them out. The patient did not want the pump removed. The patient stated that before the pump she could not walk and wanted quality of life. The patient was going to a new physician on (B)(6) 2018 for a refill and would talk to the physician then. No further complications were reported or anticipated.